Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. Additionally, the instrument was found to have a cracked clamping pulleys at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and would not let go of the clip. A fragment fell into the patient and was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed the instrument was inspected prior to use and no damage or anomalies were observed during inspection. The surgical task being performed at the time was clipping of a duct vessel and the instrument had been utilized for 23 uses prior to the reported issue. The surgeon did not notice any issues with functionality of the instrument during the cholecystectomy procedure, the instrument did not collide with any other instruments or hard material during the procedure, and the surgeon did not feel any resistance upon removal of the instrument through the cannula. The reporter noted the fragment which fell inside the patient was a clip from the medium-large clip applier and was retrieved using a laparoscopic instrument. All fragments were retrieved per visual confirmation, and no post-operative tests were performed to check for remaining fragments. The reporter denied any injury or adverse effects to the patient during the incident and the patient has not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object.